Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gel previously released without prior gel release) was confirmed. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the strain relief, damaging internal wires. The cause of the 'gel previously released' fault is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the damaged wire.

Event description:
A us distributor contacted zoll to report that a patient's download data indicated 'gel previously released' without prior gel release.